Manufacturer narrative:
The final test verification specifications are acceptable per document number. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The system was returned and evaluated. Service could not confirm and was unable to duplicate the complaint as the customer described. The system was functional and all measurements were within specifications. No issues were found. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action was required. It was reported that the doctor used the vaser in conjunction with renuvion plasma treatment. Vaser treatment should not be used in combination with non-solta approved or specified devices. This treatment was performed in an unsafe manner, presenting risk to patient. This event was mostly likely unrelated to the vaser system. Based on the available information, the most probable root cause is that this treatment was performed in an off-label manner. The investigation is complete.

Manufacturer narrative:
The customer declined to return equipment for evaluation. It is the responsibility of the customer to provide access to the equipment and if they do not there are no further actions to be taken. This is an injury related case and as such product support has collected and entered applicable information into the case record and requested equipment be returned for evaluation. The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces or was reported to have a burr that was involved in the patient injury. For other reported events, these items are not a viable source of evaluation data. System has no system/data logs that can be reviewed. Silver sulfadiazine topical cream was prescribed as well as dermagram topical. It is not clear at this time if there will be any permanent damage or scarring. Large areas of burn are visible on left side of abdomen and burn and crusted area on the left side of back. A small burned area is visible on abdomen right upper quadrant. The patient has raw redness and exposed skin, showing minor tissue loss in the infected areas. New skin is forming. It is unable to be determined if patient is still healing. The investigation is ongoing.

Event description:
The user facility reports the patient developed third degree burns 24 - 48 hours post-surgery on the upper and lower abdomen, flanks and lower back. Renuvion treatment for skin laxity was also being performed in the affected areas; this is radio frequency with helium providing collagenous and skin tightening. It was reported that the timer on the vaser was moving extremely slow, and the system had to be rebooted several times before the handpiece would work, a red triangle would display on the screen of the vaser amp. Vaser was delivered at 20 - 50 seconds per 150ccs of tumescent fluid. Overall, 4 liters of tumescent fluid was used for the front and back. With difficulties, it was reported that the treatment was completed. In vaser mode, the highest level amplitude used was 70%. A wet towel barrier was used to protect the skin from probe contact.